Event description:
It was reported that during the surgical procedure, the plastic on the top of the permanent cautery spatula instrument broke. A broken piece fell inside of the patient's thorax and was retrieved. The instrument was removed and the planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument ceramic sleeve was missing a piece at the distal end where the outer diameter is smaller. The instrument had heavy scratch marks on both sides, indicating aggressive cleaning techniques which may have contributed to the instrument failure mode. No other damage was found. Per the case notes, the broken instrument component was successfully retrieved from the patient.